Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a motorcycle accident and wanted the system checked. A reprogramming and impedance check was to be scheduled. No surgical intervention occurred or was planned. Additional information was received from a rep. It was reported that there was no suspected device or therapy issue as of (B)(4) 2016. X-rays were taken of the electrodes, but they showed to be stable. Impedance measurements were run and all were within normal ranges. It was noted that the device was re-oriented. Additional information was received from a rep. It was reported that since the patient's accident in the middle of the year her adaptive stimulation positions have been incorrect; the sensor would not maintain normal orientation. The rep tried to re-orient the ins three times and it still showed up incorrectly. When the patient was upright, which was the patient's normal posture, it showed the patient as lying. The patient lied down it the ins showed as upright. Since the patient's accident the ins also moved a ton in the pocket. The rep tried adjusting the patient's transition cone but that didn't resolve the issues. The patient was not feeling stimulation when upright at the settings she felt it at before, but the patient could feel stimulation when it was turned up. The rep checked impedance on (B)(6) 2016 and all values were around 1,000 ohms, and it was noted that the rep changed the reference electrodes.

Event description:
Additional information was received from the rep. It was reported that the provider discussed a possible ins pocket revision with the patient. The rep noted that as of 2016-nov-03, the ins may be replaced and sent in to the manufacturer for analysis. They could not determine if there was something wrong with the ins or if the issue was due to movement of the ins in the pocket.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated that the implantable neurostimulator (ins) was being replaced due to improper sensing of posture after a motorcycle accident. Analysis of the device was being requested.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found no anomaly. Fdc 71 pertains to the implantable neurostimulator (s/n: (B)(4)). Fdc 11 no longer applies. Fdm 10, 23, 26, 38 pertain to the implantable neurostimulator (s/n: (B)(4)). Fdr 213, 825 pertain to the implantable neurostimulator (s/n: (B)(4). Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.